Manufacturer narrative:
Pump received button error alarm due to corroded keypad traces. No moisture damage found inside the pump. Pump passed displacement test, operating currents, self-test and off no power test. No blank display noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that insulin pump received a button error alarm instead of delivering insulin. Customer's blood glucose was 400 mg/dl. Customer did not press buttons for more than three minutes and customer was not sure if insulin pump was exposed to moisture. Customer states that when blood glucose was high, she perspired a bit more. Customer was advised that insulin pump would need to be replaced.